Event description:
In 2008, it was reported to boston scientific corporation that during a post polypectomy bleed procedure, the resolution clip would not deploy. The procedure was completed with a second resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record (DHR) revealed no anomalies. A review of the complaint database revealed that no additional complaints have been reported for this lot. The july 2008 15-month hemostatic clipping product trend report, inclusive of all failure modes, was reviewed; no anomalies were noted.